Event description:
Additional information: the pump was delivering gabalon.

Event description:
It was reported that the next day after implant it was noted via x-ray that the catheter had dislodged. It was further confirmed on (B)(6) 2012 that the catheter had moved from t11 (thoracic level 11) to t12 (thoracic level 12). The doctor had decided to keep the patient in the hospital a week longer for observation. No health hazard was indicated. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Continuation of concomitant medical products: catheter model: 8711, serial# (B)(4), implanted: (B)(6) 2012, explanted: unk.

Manufacturer narrative:
(B)(4). The previously reported conclusion code 67 no longer applies to this event.

Event description:
Additional information: during a vertebra xp done on (B)(6) 2012, (B)(6) 2012 and (B)(6) 2012, it was observed that the catheter tip had moved to the top of the t12 vertebra. It was indicated that the catheter dislodged on the spinal cord side. Catheter replacement surgery was performed (B)(6) 2012. Per the physician's assessment it was possible that during the initial surgery the implanted portion of the catheter was not properly secured. The outcome was noted as recovered.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3007566237-2012-00450. Additional review indicated the correct manufacturing site was site # 3004209178.